Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) lead stretched; full lead was returned for analysis. The distal conductor was distorted and fractured. The proximal conductor was distorted. The inner insulation tubing is kinked/buckled. The outer insulation is cut.

Event description:
It was reported that the screwing mechanism of the electrode did not work properly: it was decided to reposition the atrial lead one day after the implantation of the device to a more lateral position. Because of small p-wave sensing, 1.5 mv, the threshold, about 2.5v/0.4ms increased. Far field r-wave was over sensing. It was assumed to be screwed in scary tissue. The x-ray showed the lead still fixed in place. It was hardly possible to pull in the screw completely; several attempts were made, in and out. About 20 or more cycles were necessary. After the screw was pulled in completely, the lead was explanted from the patient and tested again. The screw was impossible to extend again, with up to 20 attempts. The lead was replaced. No patient complications were reported as a result of this event.